Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The customer¿s report ¿no image¿ could not be reproduced; however, it is possible that moisture in the cable may have caused a temporary image loss. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus 4k camera head was not getting an image during a diagnostic procedure. According to the initial reporter, the procedure was completed using another camera without any harm to the patient noted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and the image was present. However, the device did fail the leak test due to a cabling leaking. Additionally, it was noted that the rear cover label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.